Manufacturer narrative:
The device has not been evaluated yet for investigation purpose. Once the evaluation is performed, a follow-up medwatch report will be submitted.  (B)(4).

Event description:
While moving the robot arm in cooperative mode axial, the surgeon collided the arm with the mayfield head holder. The patient was neutral and supine, with the mayfield in a mohawk configuration down the midline of the patient's head. Cst was present to reboot system (it took 2 attempts).

Manufacturer narrative:
It was reported that a shutdown due to a collision occurred. A DHR review and a complaint history review were performed and did not identify any contributory factors to the event. A full analysis of data logs confirmed the collision. The review of IFU determined that IFU provides indications concerning the vigilance device which permit to avoid collision. Therefore the root cause of the collision is a use error. (B)(4).

Event description:
While moving the robot arm in cooperative mode axial, the surgeon collided the arm with the mayfield head holder. The patient was neutraland supine, with the mayfield in a mohawk configuration down the midline of the patient's head. Cst was present to reboot system (it took 2attempts).